Event description:
It was reported that pump experienced malfunction alarm with code malf 0, and there were no notable events before issue occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and no device return or replacement was arranged.